Event description:
It was reported the pt was unable to charge his ipg and he lost stimulation. He stated he last charged his ipg around (B)(6) 2012 and noticed his stimulation stopped working on (B)(6) 2012. He allegedly could not establish communication between his charger and ipg. The sjm representative tried several replacement external devices without success. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.